Event description:
Per the surgeon, the pt underwent an eva for persistent discharge in her implanted ear. The pt's device was removed due to a cholesteatoma around the electrode array. Reimplantation on the same side may not be possible. The parent is not sure about implanting the opposite ear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.